Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for remote via merlin.net with the episodes of non-sustained right ventricular over-sensing recorded by implantable cardioverter debrillator. The episodes were caused by post-paced t-wave oversensing, which all occurred within a single day. No intervention were made, and the patient will continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received notes that post-paced t-wave oversensing persisted. Programming interventions were made. No patient symptoms were reported.